Manufacturer narrative:
Unit received with cracked case at display window corners, cracked lcd window, cracked case at reservoir tube window corners and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have scratches on display screen which prevents reading of display screen. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.